Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during investigation, the pump powered on with vibratory and audible features. The ez-prime sequence was successfully completed. The pump was exercised for 24 hours with no errors, alarms or warnings recorded during this time. A 10 u normal bolus and a 10 u audio bolus were performed successfully and both were accurately recorded in the pump history. The bolus history found to be recording properly. There were no hypersensitive keys observed on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was alleged that the bolus history was not capturing the boluses that were being delivered. A review of the bolus history and total daily dose (tdd) with the reporter showed no indication that the pump was not storing history.. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.